Manufacturer narrative:
The information related to the treatment was missing and incorrect reporter in narrative with the initial report. The correct information has been provided with this report.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetes ketoacidosis and treated via insulin drip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2019 with blood glucose of above 440 mg/dl and the 392 mg/dl. The insulin pump will not be returned for analysis.